Event description:
Meter would only prompt an error 5 message. Pt contacted nurse, who advised the pt to call lfs. While attempting to perform a control solution test with the lfs customer service representative, the pt began to get only the apply sample symbol. Pt stated that the meter was functioning until the morning that pt called lfs. The pt was using the correct testing technique and that the test strips were in good condition. Both issues, error 5 and apply sample, remained unresolved with troubleshooting. The pt did not allege any harm or injury. The meter will be replaced for the pt. No further information has been reported.